Event description:
Three patients had been scheduled for elective cataract surgery. In preparation for surgery, surgeon noted that the foot pedal was not working, attempted several times unsuccessfully to fix problem. Cases were canceled except for one patient who was in house and underwent cataract surgery by another physician using a different procedure. Per staff, it is believed this may have been a computer glitch that caused the pedal to not function initially. Equipment was taken out of service until checked out. There are now disposable supplies to use with other machine if infiniti is not working. Biomedical engineer to follow up with company representative.what was the original intended procedure?for all three patients, diagnosis was nuclear sclerosis and they were to undergo cataract surgery using infinity.device #1is this a laboratory device or laboratory test?no.